Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 125-600 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off and the customer experiencing food poisoning. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.